Event description:
Caller reported a minimum fill notification regarding their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but was unable to resolve the issue, despite guidance to clean the pump and reload a new cartridge. Caller declined to load a second cartridge and subsequently switched to using multiple daily injections (mdi) for insulin therapy.